Event description:
It was reported that after a prolapsectomy, performed on (B)(6) 2012, the patient had to undergo a new emergency surgery due to staple line bleeding. The involved device was discarded and will not be returned for analysis.

Manufacturer narrative:
(B)(4).the device was not returned. The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process. Additional information provided: how much additional surgery time? Twenty min. On what tissue type was the device used? Rectal tissue. Was the device fired over thick tissue? No. Did the surgeon waited the recommended 15 seconds after closing and before firing the device? Yes. When the device was fired, what was the location of the indicator within the gap setting scale? At the bottom, at 0.75. Was buttressing material utilized? No other product. Was the instrument fired across or near an existing staple line or clip? No. How was it confirmed that the device was fully fired? Crunch. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No, same as usual. After firing, did the firing handle automatically return to its original (pre-fired) position without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Were any additional steps taken to confirm successful anastomosis (leak test, donut confirmation, etc.)? Anastomosis buttressed with vicryl sticth. Since there was bleeding, is it possible that the patient's health history or anatomy contributed to the difficulties that were encountered? It's possible. How much blood did the patient lost? Was a transfusion required? It's difficult to quantify, some cc. Was the patient taking any anticoagulants? No. Does patient have a known coagulation disorder? No. Has the patient taken any steroids? No. What were the patient's pre-op diagnosis, did he/she suffers from cancer, morbus crohn or colitis ulcerosa? No if applicable, does the patient have a history of receiving radiation or chemotherapy or a relevant history of surgical treatments? No. What is the current status of the patient? Post-operative pain , one day more of hospital , urgency, post operative bleeding. Is there any other additional information to share about this device, procedure, patient or physician? No.